Event description:
Patient was revised to address no ingrowth on the acetabular cup. Soft tissue surrounding the joint did not have a normal appearance. Unknown collection of metal colored substance in the underside of the head. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that there was a large amount of corrosion on the trunnion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 10/18/2011 - medical records were received. The revision operative report indicates that there was a large amount of corrosion on the trunnion. The complaint was reopened to add the femoral stem and adapter sleeve. **update**05/11/2012- litigation papers were received. There is no new information that would change the outcome of the investigation. Papers allege that the patient suffered from toxic concentrations of various metallic elements in her blood. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the stems product and lot combination since its release for distribution. The sleeve is now obsolete and part of the asr recall. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.